Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that a one touch ultra2 meter had a battery indicator issue. The medical affairs specialist (mas) was able to contact the pt to obtain additional info. The pt normally tests her blood glucose twice a day and manages her diabetes with pills, diet and exercise. The pt takes two pills each of avandia and glucophage to manage her diabetes regardless of the meter results. According to the pt, the batteries have been replaced five times in the last six months due to a battery indicator message. The pt mentioned that she was not able to test for a few days because of the alleged meter issue, she allegedly developed symptoms of "shaky, weak, dazed and had cold sweats" and was reportedly seen at a doctor's office (unspecified time) on the previous month. A blood glucose of "over 500 mg/dl" was reportedly obtained on the doctor's meter and the pt was reportedly given a "shot of insulin" (unknown type/dose). The patient's normal blood glucose ranges from "93-132 mg/dl". The pt was not tested on any other devices after the alleged meter issue. The patient's products have been replaced. The complaint is being reported due to the following conclusions: the pt was reportedly treated at the doctor's office for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.